Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection cuts in the insulation were found which presumably occurred during the explantation procedure. During further analysis, the lead revealed a deformation of the lead body at 13.5 cm distal to the is-1 connector pin. This occurred most likely due to a tight ligature. Coagulated blood as well as tissue residuals were found in the fixation helix. After removing the tissue the fixation mechanism could be completely retracted and extended. In the course of the analysis, no deviations were noted that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead dislodged during an open heart procedure. This lead was explanted and replaced.